Event description:
Boston scientific received information that this patient underwent a run of ventricular fibrillation (vf) that was under-sensed and not treated by the device. Boston scientific technical services (ts) was contacted for assistance and to review the strip of the vf. A ts consultant reviewed the data and discussed that the vf was fast enough that the device should have detected it. It was also noted that the strips showed evidence of loss of capture with the right ventricular (rv) lead and possible pacing on the t-wave. It is believed that the rv lead may have microdislodged, but that is unconfirmed at this time. The lead and the device remain implanted, and a revision procedure is planned for a later time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.